Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint with the following clarification that the pitch cable was broken. The pitch cable was broken at the wrist and the cable segment that contains the crimp was remained installed in clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci s myomectomy procedure, one of the cables on the pk dissecting forceps instrument frayed. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.